Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent undersensing of premature ventricular contraction was observed on the device. Programming changes were made. It was recommended to monitor the rhythm of signs for sensing issues post programming changes. Patient was stable.